Event description:
It was reported that the right atrial (ra) lead experienced high thresholds. It was further determined via x-ray that the ra lead had become dislodged. The ra lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 507658 lead implanted: 2010 (B)(6). (B)(4).